Event description:
Customer allegedly received the following results, with two different compact meters, within 10 minutes: 139 mg/dl (system 1) and 68 mg/dl (system 2). No adverse event was reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
This case, with patient identifier (B)(6) (system 1), is related to case with patient identifier (B)(6) (system 2). It was unknown if the initial reporter sent report to the FDA.